Event description:
Voluntary medwatch received states the patient's implantable cardioverter defibrillator was explanted due to repeated audible alerts and user concern. No information regarding adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5177608.